Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a warning for low impedance and high thresholds. The right atrial (ra) lead exhibited high and rising thresholds. The rv and ra leads were reprogrammed, were inactivated and the system replaced on the opposite side. No patient complications have been reported as a result of this event.